Manufacturer narrative:
Evaluation results:the complaint of "lead broken/fractured" was confirmed. As received, the lamitrode failed continuity testing and all channels measured open. Microscopic inspection of the returned lamitrode revealed compression mark with all wires broken in lead body. As the outer tubing of the lead body of the lamitrode was not breached, the fractured wires are consistent with being subject to stress while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was not receiving stimulation. Lead diagnostics showed high impedances on all contacts. The pt underwent revision surgery where it was noted the lead was kinked. The physician decided to replace the lead with a new one which resolved the issue.